Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer reset the pump themselves. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.